Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 26-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-0 error. Caregiver is calling on behalf of the customer. Customer also reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 357, 406 and 348 mg/dl. Customer was not using proper testing technique. The customer¿s expected fasting blood glucose test result range is 150-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/21/2021 and test strips were opened one week ago. During the call, back to back blood tests were performed by the customer fasting and produced test results of 335, 347 and 318 mg/dl using truemetrix air meter. The customer performed another back to back blood test with a new vial of test strips opened during call, lot ms4237s, and obtained results of 308 and 368 mg/dl fasting. The meter memory was reviewed for previous test result history: (B)(6).